Event description:
A pacing lead was returned to the manufacturer from an unknown source with no information was analyzed and tested out of specification. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eleven years post lead implant. The cause of death was requested and no information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if additional information is subsequently received it would be processed and considered accordingly. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: addrl1 ipg implanted: (B)(6) 2008. (B)(4).